Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance. Ventricular oversensing was also noted. There was question of a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 383059 lead; implanted (B)(6) 2008; 305u225 tissue valve; implanted (B)(6) 2012. (B)(4).